Event description:
The pt reportedly experienced no sound followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Testing of the device revealed that it is functioning within normal limits. Revision surgery will be scheduled.